Event description:
It was reported that the patient had an episode of atrial fibrillation triggering a patient alert and a remote monitor transmission took place. On the next episodes of atrial fibrillation, the patient alert toned but the remote monitor did not send a transmission. It was found that in order to send a transmission; the patient's device needs to be manually interrogated in order to trigger the remote monitor to send a transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies found.